Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion area was located in a moderately calcified forearm shunt. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use in a percutaneous transluminal angioplasty of the shunt. During the procedure, it was noted that the balloon ruptured at 8 atmospheres upon the third inflation. The device was remove using the normal method and the procedure was completed with a different device. There were no complications reported and the patient was stable after the procedure.